Event description:
The user in (B)(6) reported blood glucose results of "272 mg/dl" with the onetouch veriopro meter and "110 mg/dl" on another meter, performed within 30 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (12/07/2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on 11/21/2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. In addition, there was an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.